Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle popped off during the injection and leaked. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: received for investigation one presentation box containing a total of 100 unopened original packages for product: 4292, lot: 4454357. The actual used device(s) were not returned for evaluation. Visual inspection of the returned samples did not reveal any defects or anomalies. All needles (ne484) were assembled to the needle-pro devices (mp836) within the packages and remained connected as they were removed from the packaging. To determine if the needles would become detached from the needle-pro devices or if the needle-pro detached from a stock syringe, 80 samples were tested by simulating actual use. Note: sample size was determined according to: c=0, critical. The samples were assembled by firmly seating the needle to the needle-pro and the needle-pro to the syringe, using a push and a slight twist. Using a medication vial (0.9% sodium chloride for injection) to simulate actual use of drawing medication from a vial and/or injecting the patient, the needle cannula was inserted within the injection site of the vial and then extracted from the vial while observing for signs of detachment. This was repeated five times per sample. All results were acceptable. All samples functioned as intended and remained assembled. To determine if leakage would occur between the mating luers of the needle and the needle-pro device, the samples were tested for liquid leakage. No leakage was observed on any sample. The issue observed by the customer could not be reproduced with the returned samples. Therefore, the complaint could not be confirmed. It is possible that the issues observed by the customer may have occurred if the mating luers of the components were not seated as described within the IFU (instructions for use). Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.